Event description:
Additional information indicates one of the leads was explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-31217. It was reported one of the t12 lead had migrated. X-rays confirmed the issue. Surgical intervention may be pending. Note: all of the patient's leads are being reported because it is unknown which lead is liable.